Event description:
I spent 8 days in the hospital due to severe headaches. No one ever decided the cause. I have had severe anxiety and a suicide attempt. I was diagnosed with an auto-immune response, possible wegners granulomatosis. I started having severe thyroid issues and weight instability and had to have half of my thyroid removed. I started having severe pelvic and abdominal pain and was in the hospital for 4 days due to a severely inflamed bowel. I have debilitating joint pain daily. I have went from working full time as an active fun preschool teacher in 2008 to be unable to work even part time in 2014.